Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated blood glucose was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.